Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 6.4, 2nd inr: 4.7, 3rd inr: 5.2, 4th inr: 4.9, mean: 5.30, sd: 0.76, %cv: 14.37. A 1.9 inr was excluded from comparison test since result was obtained two weeks prior to the other inratio tests. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on (B)(6) 2011, one hundred and seven discrepant result complaints were reported for lot #248203, yielding a complaint rate of 0.069%. Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.9. Date: (B)(6) 2011, inratio: 6.4, 4.7, 5.2, 4.9. Pt has been sick with allergies and has been taking decongestants for about 4 days or more. She has not reported taking over-the-counter medication to her doctor. She self medicated herself.